Manufacturer narrative:
(B)(4). The device was not returned for evaluation and data was not provided. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of dizziness and blurred vision; however a root cause for the reported events cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and severe dizziness that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient stated that cgm values have been inaccurate since sensor insertion and she has experienced pain in her eyes, blurred vision and dizziness. At the time of contact, the distributor did not report any injury or medical intervention.